Event description:
It was reported that there was noise and a ten second pause. The device is still in use. No further patient complications have been reported as a result of this event. It was later noted that this is a pediatric patient that had gone asystolic, a code was called and resuscitation was started. The lead was changed on the monitors and confirmed the device was capturing. It was further reported that "there was a lot going on in with this patient- she was already connected to a number of pumps/other equipment at the time of the code". Further follow up with manufacturer's representative determined that complaint of noise was unrelated to the asystolic code. There were no recorded events in the device that correspond to the code. Sensing, impedance and the pacing threshold were all within normal limits during the interrogation.

Event description:
It was reported that there was noise and a ten second pause. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.